Event description:
It was reported that the ilet screen was cracked and became unusable, and a replacement device was shipped while the user reverted to multiple daily injections. Customer care provided support that included internal case review and follow-up outreach to obtain the original device for evaluation. Investigation of this case revealed that the device exhibited external physical damage to the display, preventing normal operation. No symptoms and no injury reported during the event. Outcomes included interruption of normal device use and a temporary change in therapy. It was concluded that the event was related to a damaged screen impacting usability, with no patient harm reported.